Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that on (B)(6) 2024 one infusion set was leaking at site and leak is cannula. The infusion set is use for 4 day. No further information available.